Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 291 OEM smartsite y-body valve eo only sets were found damaged with foreign matter in them. The following information was provided by the initial reporter, translated from (B)(6) to english: "damage was found for 291 of 4000 of inspected." "Fm inside component, fm, damage/scratch, molding defect/burr, embedded fm, deformation".